Event description:
It was reported that after use tubes were under filled with 6 bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: the minimum filling of the 363080 catalog tubes is not met.

Manufacturer narrative:
H.6. Investigation: no samples were returned from the customer so investigation was limited. Two photos were returned. The photos do show the customer had an issue with the product. The quantity of blood drawn into evacuated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. No further information was available from customer. 10 production lot in-house retention samples were tested with water and all were within the specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use tubes were under filled with 6 bd vacutainer® 9nc 0.129 m plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the minimum filling of the 363080 catalog tubes is not met.